Event description:
In this event, the patient had her hearing aids placed in her charger, which was plugged into the wall. The patient smelled smoke and noticed the charger was on fire, where it was connected to the power cable. She was able to extinguish the fire, but the charger and aids had melted. There was no damage reported to patient's property and no injury/harm to the patient. There is flame retardant material on the charger housing and cord sleeve that prevents the charger from burning. Results of technical investigation: x ray imaging confirmed both charger battery and hearing aids were intact, and that the origin of melted/burnt areas are from the charger receptacle and usb cable connector. During investigation detected corrosion, that potentially caused short circuiting in both the charger and the usb cable, leading to elevated current and temperature levels. A non-ptc cable does not prevent or cut-off current, which could result in higher temperatures that may damage or melt the charger receptacle.

Manufacturer narrative:
A CAPA was raised to address the issue of overheating usb-c cables, this CAPA has been closed. The corrective action as part of the CAPA introduced usb-c cables with ptc (positive temperature coefficient) which prevent overheating, began being distributed as of august 2022. Cables without ptc protection are no longer being distributed. The cable in this event was manufactured in july 2022.